Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device failed for tightness test. The tightness test is standard part of the preoperational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. Based on the available information, for this reported incident the first applies, namely during preoperational check. Whether alarms were triggered was not reported. The device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed for tightness test. - the tightness test is standard part of the preoperational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. Based on the available information, for this reported incident the first applies, namely during preoperational check. - whether alarms were triggered was not reported. - the device log files were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is(B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4